Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving sufentanil (unknown concentration at 138.9 mcg/day) via an implantable infusion pump. It was reported that the patient felt like he was not getting the same relief of symptoms. It was suspected that there was an inflammatory mass. The caller was redirected to follow up with their healthcare provider (hcp). No further complications have been reported as a result of this event.